Manufacturer narrative:
Baxter medical assessment: this is a purity/yield issue that was determined after the patient's product was run. There is no information of any patient adverse outcomes at this time. It is currently unknown if they were able to run enough product to obtain an adequate dosage for the patient, and if the engraftment was successful. As in all cases of purity/yield issues there is the potential of the loss of cells. This puts the patient at greater risk and facing possible additional procedures to collect more cells. As such, the malfunction could potentially cause or contribute to an event if it were to reoccur. An attempt should be made, if possible, to obtain the patient's outcome. We requested additional information regarding the case from the customer and are awaiting sample for evaluation.

Event description:
Customer reported a lower yield than expected. Customer noticed that platelet wash took longer than normal though no error codes were encountered. At antibody wash, initializing cell was, error code 94 (weight scale #5 > scale bag allowance). Weight scale5=477, weight scale6=1412, pressure 1=31, pressure 2=46. Remove wash bag 1 and 2 from weight scale 5, decrease weight scale 5 to 432. Press ok, weight scale 5 increasing to error code 94. Stated that spinning membrane most likely clogged, option to recover release agent and beads, or start with a new reagent kit. Recovered cells via cell recovery, option 2: transfer wash bag 1 to weight scale 1; option 1: rinse spinner to wash bag1; option 2: transfer wash bag 1 to weight scale 1. Started over with new disposable and new reagent kit, however they did not add the cd34 antibody. No error code encountered. Patient diagnosis: breast cancer. Apheresis product 3e10 tnc, 2.56e9 total cd34, hct, 2.9%, pat 662/ml, volume 224 ml, stored overnight. Cd34 recovery 34%.